Manufacturer narrative:
Event description; the date of the cta. During the procedure on (B)(6) 2014, the ctag was deployed in a patient with a type a dissection in an antegrade fashion and inside of a previously implanted surgical graft, and was, therefore, used for applications other than intended. The gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including: isolated lesions in patients who have appropriate anatomy, including: - adequate iliac / femoral access. - aortic inner diameter in the range of 16-42 mm. - more/equal 20 mm non-aneurysmal aorta proximal and distal to the lesion. Type b dissections in patients who have appropriate anatomy, including: - adequate iliac / femoral access - more/equal 20 mm landing zone proximal to the primary entry tear; proximal extent of the landing zone must not be dissected - diameter at proximal extent of proximal landing zone in the range of 16-42 mm in clinical trials, using the gore® tag® thoracic endoprosthesis, antegrade device deployment was not evaluated. Furthermore, deployment of the device in the ascending aorta or inside surgical grafts has also not been evaluated. Sizing recommendations in the gore® tag® thoracic endoprosthesis instructions for use are anatomical sizing recommendations. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoprosthesis migration and reoperation. Furthremore, using the endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g.migration).

Event description:
On (B)(6) 2014, before the second procedure was scheduled, the patient returned for a routine follow up CT. There was a 2 cm migration noted distally at the level of the (B)(4) graft.

Event description:
It was reported that on an unknown date in december, the patient was treated for a type a dissection with an aneurysm in the descending thoracic artery. The head vessels were bypassed using a bavaria graft 28 mm dacron graft. A hybrid graft was used to bypass the lcc. A conformable gore tag thoracic endoprosthesis (tgu373720/unk) was implanted inside the bavaria grafts antegrade through the conduit in the graft. The physician felt that more anticoagulation was needed than it normally used with a conformable gore tag thoracic endoprosthesis because of the hybrid vascular graft; and because the patient was more anticoagulated than usual, the physician did not want to cover too much of the descending aorta, in case there was paraplegia which would require a spinal drain. The patient was approached as a staged procedure to come back later to extend the ctag. Before the second procedure was booked the patient returned for a routine follow up CT. There was a 2 cm migration noted proximally at the level of the bavaria graft. The patient did not experience any symptoms. On (B)(6) 2014, the second procedure was performed. The additional conformable gore tag thoracic endoprosthesis (tgu373710/10166120) was deployed proximally into the bavaria graft and covered the migration. The tgu373720 /12099283 device was extended distally with a 5 cm overlap and landing a few cm above the celiac. The procedure was successful. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Images have been sent to gore for analysis. Further information will be provided.

Event description:
On (B)(6), 2014, the patient underwent the procedure where the head vessels were bypassed using a bavaria graft having a 28 mm dacron graft. A gore hybrid vascular graft (ghvg) was used to bypass the lcc, with an end to end anastomosis with the ghvg to a limb of the bavaria graft and an end to side entry of the ghvg into the lcc. A conformable gore tag thoracic endoprosthesis (tgu373720/ 12016340) was implanted inside the bavaria graft antegrade through the conduit in the graft. The physician felt that more anticoagulation was needed than normally used with a conformable gore tag thoracic endoprosthesis because of the ghvg. Because the patient was more anticoagulated than usual, the physician did not want to cover too much of the descending aorta, in case there was paraplegia which would require a spinal drain. Therefore, the patient was approached as a staged procedure with a plan to come back later to extend the ctag. On (B)(6), 2014, before the second procedure was booked, the patient returned for a routine follow up CT. There was a 2 cm migration noted distally at the level of the bavaria graft. The patient did not experience any symptoms. On (B)(6), 2014, the second procedure was performed. The additional conformable gore tag thoracic endoprosthesis (tgu373710/10166120) was deployed proximally into the bavaria graft and covered the migration. The tgu373720 /12099283 device was extended distally with a 5 cm overlap and landing a few centimeters above the celiac. The procedure was successful. The patient tolerated the procedure.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted.